Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70 serial number: (B)(6) batch/lot number: 5004408 / 5004017 model/catalog description: infinion pro lead kit, 16 contacts, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 38032599 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to dehiscence. The physician believed that it was not device related. Patient has a history of many surgeries as well as radiation which likely contributed to his poor healing per the physician. The explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.